Event description:
It is reported that the safety bar was backwards on the head section, and a bearing cap had detached from cot outer rail. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar, head section bearing cap.